Event description:
It was reported the Gastrointestinal Videoscope exhibited a burnt cover. The issue was found during preparation for use. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The device was returned to Olympus for inspection, and the customer's allegation was confirmed.Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.